Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 12-dec-2024 and forwarded to millyard advanced medical products, llc on 13-dec-2024. The patient initially reported that her pump stopped working during the night and she could not pair her backup pump and remote. Troubleshooting was successful with the backup system, and a replacement was sent. The patient later reported that her pump started alarming at night for cassette depleted and pump failure, but she ignored the alarms because she was tired. She attempted to pair her backup pump and remote but was receiving alarms to change the battery. The patient does not have charged batteries. The patient was later admitted to the hospital. The patient transitioned to orenitram while hospitalized and was due to be discharged. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.